Event description:
The irrigator, part of the auto-disinfector, was found not to have a complete lumen, thus providing no path for irrigation fluids through the channels of endoscopes being reprocessed. This event occurred in a foreign country and there was no report of pt infection.